Event description:
It was reported, the patient desired explant. The patient recovered without sequela. The patient reported their pump was removed on (B)(6) 2013 because, it made her legs swell up like a balloon, caused her pain and made her sick. The pump was used to deliver morphine.

Event description:
Additional information later reported the patient had had a history of swollen legs. The patient not seen in office since (B)(6) 2013. The pump was used to deliver prialt.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed tear in seal near guide ring